Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: unknown if device was explanted. E3: occupation: neuro interventional radiologist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had an issue with the angio-seal hours or days after the deployment. The patient felt a pop and was sent to surgery. The patient developed a pseudo aneurysm, and the estimated blood loss was less than 250cc. Additional information was received on 09may2024. The event occurred in the neurointerventional radiology (nir) department. The issue occurred hours later when the patient felt a pop. They developed a pseudo aneurysm and was sent to vascular surgery. They applied 15 minutes of manual pressure and a pressure dressing immediately after deploying the angio-seal. Additional information was received on 14may2024. Implant date was (B)(6) 2024. Post surgery date was (B)(6) 2024. Patient was discarded for around 20 hours before they felt the "pop." Procedure performed prior to using the angio-seal was a stent-assisted coiling of an unruptured brain aneurysm using an 8fr procedure sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. Initially hemostasis was achieved with the angio-seal. Multiple sticks were not performed to gain arterial access. The puncture site was not below the common femoral artery or a low stick. Patient was getting out of bed when they heard the pop. There is a direct allegation against the device from the clinician that it caused or contributed to the event.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d4 UDI number and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure complication postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been user technique as the issue appears to be isolated to a single unit performing closure with a specific technique. It is also possible that excess tamping of the suture caused the issue to occur, as overtightening of the assembly could result in issues postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).